Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse observed the unit performance issue and leaking k8 causing failure of leak tests. The fse isolated this the leaks to the drive manifold. To fix the issue, the fse installed a new drive manifold assembly, which corrected performance and the leak. The fse observed a secondary leak from the iab fill luer fitting, to address the issue the luer was replaced. In addition, the fse observed a frayed ac power cord and replaced the ac power cord. Unrelated to the reported issue, the fse replaced the safety disk which was expired. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The full name of the event site is (B)(6) hospital.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) displayed an error code #1, "optical sensor off". No patient harm, serious injury or adverse event was reported.